Event description:
It was reported that during a cori assisted unknown type of surgery they advanced to the stressed range screen. There were visibility issues during the tensioner extension with the femur array, so the decision was made to return to the first steps and go through the registration again with a new femur array position. After going through all screens and clearing data, mapping, and registration, the femur array was readjusted. When going back through registration, the femur free collection screen was inverted and upside down. When placing the point probe on the medial bone, it was registering as the lateral bone. The case had the correct laterality, and the femur array was correctly on the femur side of the joint. Attempts to clear the femur points, return to the screen, and remap were made, but the screen remained inverted. The procedure was completed after a non-significant delay by changing to manual procedure. No injuries were reported as a result of this issue.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The reported issue was able to be replicated during a case by following the instructions from the software team. After manually defining the femur axis, it was not automatically redefined when going back into the femur free collection after the tracker position was changed. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Review from the software team concluded that the workflow shown in this case matches a known defect in software v3.0.4.0 that prevents the femur axis from being automatically redefined if a manual definition was taken. The most likely cause for the reported issue was due to a software defect that prevents the femur ap axis from being automatically redefined after a manual definition is set, causing the first value to be retained even if the tracker positions or orientation of the bone is changed. This results in the bone model appearing in the wrong orientation or upside down when going back into the femur free collection stage. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Based on the investigation, the complaint is related to an existing software defect which is currently unresolved. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Additional information: d5, d7a, d8/d9, h8. Corrected data: e1 (initial reporter name).